Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. An echocardiogram was performed, revealing a thrombus in the left ventricle. It was further reported that heparin was removed from both the purge and systemic lines due to the patient testing positive for heparin-induced thrombocytopenia (hit). During the course of treatment, the patient experienced a high purge pressure alarm overnight, with attempts made to stop and restart the pump the following morning. Ultimately, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported that the patient (pt) was being placed on impella 5.0 for hemodynamic support. It was reported that the patient had an echo done with a noted a thrombus in the left ventricle. Discussed what to look for if the thrombus gets ingested into the pump. A thrombus while on support. It was reported that heparin was removed from the purge and systemic due to the patient being positive for heparin induced thrombocytopenia. Heparin induced thrombocytopenia while on support is a repheparin induced thrombocytopenia while on support. It was reported that the patient experienced high purge pressure alarm overnight with pump stop/start attempted this morning. Several days later, it was reported that the purge cassette was visibly leaking with high purge flows. The leaking cassette was changed and purge stabilized. Purge cassette leaking is a user inconvenience while on support and non-reportable due to the device not being removed until a later date. Ultimately care was withdrawn and the patient expired. The investigation results shows that the event could not be determined as insufficient clinical details were provided.